Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced oozing from the access site during support. Additionally it was reported that suction was experienced and a clot was suspected. In response, the pump was pulled back. During this time it was determined that the patient no longer needed support and decision made to explant the device. The impella was removed and exchanged for 8 french sheath. The patient received a dye shot and it was found that there was no flow down the leg. The sheath was exchanged for 9 french sheath and vascular was called for intervention.

Manufacturer narrative:
Additional information has been provided in h3. (Device evaluated by manufacturer) and h6. Including further detail regarding (component code, type of investigation, investigation findings and investigation conclusions) and h11. Investigations results. The root cause of access site adverse event/ minor bleeding was not established due insufficient clinical details. Thrombosis/ ischemia. The root cause of the injury was unable to be determined due to insufficient clinical details.